Event description:
It was reported that patient arrived for their bcg treatment was prepped and used bard #12 french urological catheter tiemann model coude tip was inserted into bladder was drained, bcg place the hub of the catheter and began to infuse, pin hole noted at the hub of the intermittent catheter. Immediately stopped treatment. Second catheter opened noted pin hole, not used. Opened bard #14 coude tip no pin hole noted. Under sterile technique catheter inserted and treatment given.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was unconfirmed. Visual evaluation of the returned sample noted six unopened (with original packaging), urological catheters. Visual inspection of the six-sample noted that using the (in-house) syringe the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and inflated properly with no leakage. With the syringe (in-house) syringe attached the balloon deflated passively with no leakage. Flushed all six catheters drainage lumen with water and no pinhole observed that would cause leakage. The reported failure could not be replicated. No root cause could be found because the reported event was unconfirmed. As the reported event is unconfirmed, a risk review is not required. As the reported event is unconfirmed, a labeling review is not required. A device history record review was not required as the investigation was unconfirmed. The investigation is concluded, and no additional action is required at this time. Corrections: d, e, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient arrived for their bcg treatment was prepped and used bard #12 french urological catheter tiemann model coude tip was inserted into bladder was drained, bcg place the hub of the catheter and began to infuse, pin hole noted at the hub of the intermittent catheter. Immediately stopped treatment. Second catheter opened noted pin hole, not used. Opened bard #14 coude tip no pin hole noted. Under sterile technique catheter inserted and treatment given. Per additional information received on 01aug2025, it was reported that source of leak identified, product changed out.